Event description:
Complainant stated that they had purchased two blood glucose monitors, one for home and one for the office approximately 1.5 - 2 weeks ago. Stated that they had gone on insulin approximately 1 month ago (previously took pills for approximately 20 years). Today complainant checked their sugar level and the monitor said 70. They then checked it at home after lunch and it said 152. Complainant then took several readings using both machines and discovered that the readings were an average of approximately 20 points apart. They also stated that neither machine gave the same reading twice. They said they fluctuated within a 3-4 min period. Complainant called the 800 number and they suggested obtaining more testing supplies. Complainant also stated that the store was not willing to take the units back. They also said that both machines were purchased on the same day and are the same brand and model.